Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater element. Received error 93 during ctu calibration. Replacement of the heater was required. Replaced heater. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device receiving calibration error 93 during ctu calibration at the depot.